Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the tmj package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event.

Event description:
The distributor reported a tmj revision due to heterotopic bone growth and ankylosis.

Manufacturer narrative:
The returned tmj parts were visually evaluated and found to be bio hazardous as they were previously implanted. Therefore a thorough review of the parts could not be completed. A visual evaluation found the articulating surfaces to have no discoloration or wear found on any of the parts. The revision surgery was done due to patient condition and not due to manufacturing defects of the implants. The most likely underlying cause of the complaint is the patients condition of heterotopic bone growth and ankylosis. Fields were updated based on the device evaluation. Supplemental report four of four for the same event, see also 1032347-2015-00079-1, 1032347-2015-00080-1 and 1032347-2015-00081-1.